Event description:
It was reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube on the bd canadian website listed it as 68 usp units, whereas the us bd website listed it as 75 usp units, which was the measurement listed on the package label of the tubes ordered from the vwr website. The defect was noticed before use, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we typically order these bd tubes from vwr and have noticed that although the pn is the same for each, the units of lihep stated on the package label (ordered from vwr) is different than what is stated on the bd website."

Manufacturer narrative:
H.6. Investigation:investigation summary: the inquiry involved a discrepancy between the usp units displayed on a bd website (url: https://www.bd.com/en-ca/products/blood-and-urine-specimen-collection/venous-collection/vacutainer-blood-collection-tubes/view-chemistry-tubes) and the heparin unit label. The unit label has 75 usp printed on it and is correct (per the unit label drawing), while the bd site has 60 usp.investigation conclusion: the unit label for the product is accurate, while the bd site is inaccurate.root cause description: the bd site is inaccurate. The exact root cause could not be determined; however, there is no issue with the unit label.rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. However, the bd site has been updated to display the correct units, per the unit label drawing. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® lithium heparin 75 usp units blood collection tube on the bd (B)(4) website listed it as 68 usp units, whereas the us bd website listed it as 75 usp units, which was the measurement listed on the package label of the tubes ordered from the (B)(4) website. The defect was noticed before use, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we typically order these bd tubes from (B)(4) and have noticed that although the pn is the same for each, the units of lihep stated on the package label (ordered from (B)(4)) is different than what is stated on the bd website."